Event description:
Patient was revised to address elevated metal ion levels, a positive mars MRI, fretting and corrosion at the head/neck taper, metallosis, and moderate effusion. (Hip).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is considered closed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the summit stem as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update rec'd 9/23/2014- pfs and medical records received. A correct doi was provided. After review of the medical records the revision operative note indicated metallosis, corrosion, and cup that was slightly anteverted. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A compliant database search was performed on the added cup and stem provided product and lot combination and did not find any other reported complaints against the provided lot codes. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A complaint database search found other reported incidents against the provided product and lot combinations for the pinnacle mtl ins neut36idx50od (metal liner), and articuleze m head 36mm +5 (metal head). Per wi-3430 a review of the device history records for the head and liner is no longer required. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided for the unknown depuy summit stem. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear. After review of medical record for MDR reportability, patient was revised to address failed cementless left total hip arthroplasty secondary to metallosis. Revision notes reported that there was a brown color consistency fluid found with cobalt chrome metallosis reaction and a brown stained tissue reaction. It was also stated that there more than usual amount of corrosion at the head and neck taper junction